Event description:
It was reported that, on the day of implant, the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. There was some noise during the event. Technical services advised some options. There were no additional adverse patient effects. The system remains implanted.